Event description:
On 5/2/2024, it was reported by a sales representative via email that the tip of a flipcutter iii from an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii broke off. The surgeon drilled the flipcutter into the joint and advanced it to the laser line. The flipcutter was opened to 9.5 mm and brought to full speed with the blade off the patient's bone. The flipcutter was pulled back, inserted 5 mm into the femoral condyle, and the tip broke off. The broken piece was removed, which added a ten-minute delay to the case. The case was completed using an individual ar-1402ff flipcutter. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it was noted that the tip was broken off. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.